Manufacturer narrative:
Investigation description. Wear observed on the housing, will need to be replaced. Complaint was confirmed and duplicated. Alert 38 was annunciated after attempting to rewind lead screw. Inspection of interior components revealed no abnormalities. The cause for the alert could not be determined.

Event description:
It was reported that the ilet pump repeatedly displayed an ¿unable to proceed¿ alert during supply changes at the rewind step, preventing setup and insulin delivery; the user reverted to subcutaneous insulin by pen and reported blood glucose up to 400 mg/dl, and a mechanical problem with the pump was suspected. Symptoms included hyperglycemia and elevated ketones. Outcomes included insufficient information regarding lasting impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with rewind failure during fill tubing, based on user reports and the observed inability to proceed without supplies installed. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.